Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than six years have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection result of olympus india, we presume that the reported phenomenon was attributed to the circuit board failure of the power supply unit of the subject device due to aging deterioration.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the subject device automatically went off during the routine inspection by the technician of the facility. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the circuit board failure of the power supply unit of the subject device might have caused the reported phenomenon. There was no patient injury associated with this report.